Event description:
It was reported that patient presented in-clinic after the device was found to be in backup vvi mode via review of merlin.net transmission. Patient was asymptomatic. A device download was successfully performed and reprogrammed.